Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 360-400 mg/dl) and ketones. Troubleshooting with tandem technical support was performed. An air gap and several small bubbles were seen throughout the tubing. Fill tubing was performed to prime out all air bubbles from the tubing. The cartridge had been in use for over 2 days. Tandem technical support educated the contact on the labeling for cartridge use. In addition, it was reported that the customer forgot to enter his blood glucose level into the pump and did not deliver a correction bolus, and received multiple auto-off alarms. Contact stated that the cartridge has been changed and correction boluses have been delivered to stabilize blood glucose levels and ketones are no longer present.

Manufacturer narrative:
The failure investigation has been completed. No cartridges were returned with the device. The alleged malfunction reported by the customer could not be confirmed.